Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there were black specs on the lens of the subject device. The issue was identified during reprocessing and there was no patient involvement.

Event description:
It was reported that there were black specs on the lens of the subject device. The issue was identified during reprocessing and there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. Updated fields: e2, e3, g2. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black shadow in image and faulty cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a faulty cable, there was a black shadow on the image. A definitive root cause could not be identified for the faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.